Event description:
Customer reported retesting two patients due to unexpected high results. Patients were retested using the same fingerstick as was used for the initial test. First test: 5.2. 2nd test: 3.5. 1st test: 3.0. 2nd test: 1.6.

Manufacturer narrative:
Investigation pending.